Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The provided qc and calibration data was inconspicuous though no qc was tested on the specific reagent pack in question. Based on "sample short" alarms in the alarm trace, a pre-analytical handling issue was suspected to be the root cause. Serial no was updated.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6). - (B)(4).

Event description:
The customer received questionable low a1c-2 tina-quant hemoglobin a1c gen. 2 results. The samples were repeated on a variant analyzer. Of the 150 patient samples tested, the results for 43 patient samples had to be corrected. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The reagent lot number was 242790 with an expiration date of 30-nov-2018. The field service representative could not find any problem. He cleaned the probe and checked the washes were ok. He performed a reproducibility test which was acceptable.